Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high rate non-sustained episodes, and t-wave oversensing (twos) was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.